Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple power loss alarms. Blood glucose level at the time of the incident was 262 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected power loss alarms noted during testing. However, the pump was returned for power error alarms. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.